Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During impaction of acetabular cup, the upper ring which holds anteversion device has been broken and disassembled. It has been difficult to find one of two springs which were released. During inspection, after return to orthokit, was found that it failed in weld joint of upper ring (with anteversion degree scale) and the base.